Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the initial issue was not confirmed and the device just had scratches on the forceps channel that required sterilization. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.

Manufacturer narrative:
E2: healthcare professional-(blank) and e3: occupation-no information provided. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited sterilization issues. The issue was found during routine service/maintenance. There were no reports of patient involvement.